Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Per maude event report form, #mw5057657, during an unknown procedure; the tissue sealer broke while in the patient's pelvic area. The broken piece was unable to be retrieved at the time it occurred. The broken piece was retrieved from the patient vaginally at "0901" when the uterus was removed.